Event description:
Reportedly, the subject pacemaker was explanted due to end of life status. Noise on intracardiac electrocardiogram was observed and low lead impedance was measured during explant. The subject device will be returned for analysis. The lead is treated in a separate complaint file. Preliminary analysis of the returned device did not reveal any anomaly, the device operated as specified.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the subject pacemaker was explanted due to end of life status. Noise on intracardiac electrocardiogram was observed and low lead impedance was measured during explant. The subject device will be returned for analysis. The lead is treated in a separate complaint file. Preliminary analysis of the returned device did not reveal any anomaly, the device operated as specified.